Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user began ilet therapy, announced a meal larger than consumed, experienced hypoglycemia, overtreated with oral carbohydrate, then experienced hyperglycemia followed by automated correction and subsequent hypoglycemia; the user disconnected and awaits trainer guidance and potential device reset. Symptoms included low blood glucose and high blood glucose without loss of consciousness or other acute complications. Outcomes included transient blood glucose excursions with self-treatment using orange juice and no medical intervention or ketone testing. Investigation included user education on appropriate meal announcement and avoidance of overtreatment of lows, with referral for trainer follow-up. Investigation of this case revealed user handling and use error related to incorrect meal announcement and overcorrection of hypoglycemia, with the device responding by delivering correction for hyperglycemia as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related factors.